Event description:
Medtronic received information that pump error 130, pump error 82 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged pump error 82 alarm and pump error 130 alarm found on july 02, 2021. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08665 inches. No unexpected pump error 82 alarm or pump error 130 alarm noted during the testing. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found no corrosion or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. There was no pump error 82 alarm recorded in the formatted history file for the event date. However, pump error 82 alarm was recorded and found in the formatted history file on 07/06/2021 16:04:05.000, 07/13/2021 09:43:03.000 and 07/13/2021 13:04:03.000. Pump error 130 alarm was recorded and found in the formatted history file on: 07/02/2021 09:15:03.000 to 07/02/2021 12:58:00.000 07/04/2021 12:20:56.000 to 07/04/2021 13:20:09.000 07/05/2021 10:54:22.000 to 07/05/2021 13:12:35.000 07/06/2021 07:49:38.000 to 07/06/2021 16:20:00.000 07/07/2021 06:01:47.000 to 07/07/2021 07:33:44.000 07/13/2021 08:13:21.000 to 07/13/2021 13:35:00.000. Pump error 82 alarm and pump error 130 alarm, problem isolated on the electronic assembly. No pump error 37, 38, 39, 41, 42, 43, 79 and 80 alarm on the formatted history file noted. Force sensor zero offset within specification (24.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Pump error 82 alarm and pump error 130 alarm were confirmed. Pump error 37 alarm and pump error 130 alarm according in the formatted history file download, problem isolated on the electronic assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.